Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device will not be returned for evaluation as it remained in the patient.(B)(4)

Event description:
Treatment of a stroke. During the procedure, it was reported that the solitaire fr separated as it was withdrawn after the second pass. It was reported that the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4).